Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power, low battery, failed battery test or battery out limit alarms noted. Unit had intermittent button response and button error alarm due to moisture damage on keypad traces. Unit had cracked display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 137 mg/dl. Troubleshooting was performed. The device was returned for analysis.